Event description:
It was discovered during testing that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. An undetected upstream occlusion was confirmed and was determined to be caused by a damaged pressure plate. The damaged pressure plate was replaced.